Event description:
Sterilize indicator on inside package for femoral component not changed to indicate sterility. Femoral prosthesis (component) flashed for 10" cycle as advised by sales rep from encore. Letter from co to facility states: co has had some problems with the supplier of the radiation dots-the red ink rubs off! Co has returned the dots that co knows to be defective in december. Maybe co got a new batch that have the same problems. Attached are the forms showing that lot# 346681 was sterilized. Facility can be assured that all products that are labeled as sterile are indeed sterile. Co's processes just don't allow the possibility that one part could not be sterilized. Co apologizes for the situation that this caused and co hopes that this is an isolated event. Either way, co is contacting the supplier with a corrective action request. Thanks for the info regarding the "not-so-red" dots.